Event description:
Dexcom g7 is completely unreliable. The product over the last year has had roughly a 50-60% failure rate and along with that almost every single sensor used has had inaccurate readings or some other kind of issue. Overall at maximum maybe 10% of the sensors used have worked correctly without any problems an alarming low amount.